Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced an adverse event on (B)(6) 2016. Patient's mother stated that the patient had a low blood glucose (bg) value of 51mg/dl. Patient's mother gave the patient 1 tablet of glucose that contained 4 carbohydrates and a smoothie containing 54 carbohydrates. At the time of contact, the patient was tired. There was no alleged device malfunction. Additional event or patient information was not provided.